Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the wireless footswitch did not connect to its base station. The led indicator of the base station is in an error state and the color of the battery indicator is green. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse replaced the wireless footswitch and wireless base station and the replaced wireless footswitch was paired to the replaced wireless base station. Failure part analysis of the returned wireless base station indicated that the wireless base station was not possible to connect/pair to the wireless footswitch and the failure was confirmed. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0648-2022) /field safety corrective action (2021-igt-pun-011). The correction has been scheduled to be implemented on the system. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system's wireless footswitch failed to connect to the base station. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.